Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was having difficulty charging their ipg due to the device being too deep in the pocket site. In turn, the patient underwent surgical intervention on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The date of event is estimated.